Event description:
It was reported that the er320 was used during a not reported procedure. It was reported by the affiliate that the instrument shoots (spits) the clips out. There was no consequence to the pt.